Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that the patient is in the hospital for peritonitis. Upon follow-up with the patient¿s pd registered nurse, it was reported that this patient was hospitalized on (B)(6) 2025 following abdominal pain, nausea and fatigue. Diagnostic laboratory results were not reported; however, the patient was diagnosed with peritonitis attributed to poor infection control during ccpd therapy. The patient was prescribed intraperitoneal cefepime at 1333 mg daily for 18 days to address the infection. The modality of renal replacement therapy during this hospitalization was not reported. The patient was discharged from the hospital on (B)(6) 2025. It was reported that the patient¿s peritonitis and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient is recovering from this event post-discharge. Upon the patient¿s follow-up with the outpatient clinic on (B)(6) 2025, it was determined that her effluent fluid was clear and no further laboratory testing by the outpatient clinic was necessary.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that the patient is in the hospital for peritonitis. Upon follow-up with the patient¿s pd registered nurse, it was reported that this patient was hospitalized on (B)(6) 2025 following abdominal pain, nausea and fatigue. Diagnostic laboratory results were not reported; however, the patient was diagnosed with peritonitis attributed to poor infection control during ccpd therapy. The patient was prescribed intraperitoneal cefepime at 1333 mg daily for 18 days to address the infection. The modality of renal replacement therapy during this hospitalization was not reported. The patient was discharged from the hospital on (B)(6) 2025. It was reported that the patient¿s peritonitis and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient is recovering from this event post-discharge. Upon the patient¿s follow-up with the outpatient clinic on (B)(6) 2025, it was determined that her effluent fluid was clear and no further laboratory testing by the outpatient clinic was necessary.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain, nausea and fatigue. It is well established that pd patients are at high risk for peritoneum infections. The root cause of this patient¿s infection can be attributed to a break in infection control with no indication of a contributing deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. Nonadherence to aseptic technique through touch contamination is the leading source of transmission of peritonitis causing pathogens. Though effluent fluid cultures were not reported, a reduction in symptoms in response to antibiotic therapy provided evidence of a resolving peritonitis infection. Therefore, the liberty cycler set can be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.